Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 250 units of cold insulin. The customer¿s blood glucose level was 207 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.